Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that pump alarms after administering 27 ml. The message could not be cleared by changing the cadd pump. The lines and way of connecting were checked by 3 colleagues, it does not seem to be the case here either. Has happened previously in recent weeks. The cassette has been saved. No patient injury was reported.